Event description:
It is reported the poly liner would not seat onto the stem. An alternate poly liner was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The tm reverse surgical technique states: "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". As returned, the poly liner is in like new condition. It was dimensionally inspected and found to be conforming where measured. A witness mark was found around the anti-rotation lug cut out. The liner was used for treatment. The witness marks around the anti-rotation lug cut out could indicate the liner was not suitably aligned with the anti-rotation lug on the stem. Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been received for the reported lot. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.